Manufacturer narrative:
(B)(4) was used as a patient code because there were no codes that fit the diagnosis of pneumoperitoneum.

Event description:
After muse surgery on (B)(6) 2017, the patient began to experience discomfort. Test results indicated that he had developed a pneumoperitoneum. He was given gastrointestinal decompression treatment, rehydration and medications to reduce pain and prevent infection. The patient's hospital stay was prolonged due to the pneumoperitoneum. The patient was released from the hospital on (B)(6) 2017.